Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump exhibited a beeping sound 5-6 hours after infusion starts with no error message. The reporter indicated that the patient could switch cassette to alternate pump and resume infusion with no issues. No patient consequences were reported, and no adverse effects were reported.